Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up low sensing was observed. The lead was explanted and replaced. The patient's condition was stable during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.